Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 526 mg/dl. Customer declined troubleshooting for high blood glucose. The customer stated that the sets have been leaking where the needle gets removed and does not seal correctly. The device will not be returned for analysis.